Event description:
It was reported that during implant the lead exhibited intermittent loss of sensing. The lead was removed and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: final analysis found the inner coil extended outware to the inner side of the connector ring causing a short. This was due to over torque of the helix.